Manufacturer narrative:
H10: the malfunction was identified for crack and not identified for defective component. The lot number for the malfunction was not provided. The device has been returned for evaluation; the investigation is confirmed for crack. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: through a communication with the u.s. Food and drug administration on 09/16/2019, it was identified that the procode knt is no longer eligible for voluntary malfunction summary reporting (vmsr). However, the initial emdr was previously submitted in the prior quarter when the procode was eligible for vmsr. Therefore, this report is the second supplemental to the initial report. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 006035 feeding device allegedly experienced a crack. This report was received from one source. This event involved one male patient, age and weight were not provided. Patient had no reported patient injury.

Manufacturer narrative:
The malfunction was identified for crack and not identified for defective component. The lot number for the malfunction was not provided. The device has been returned for evaluation; the investigation is confirmed for crack. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 006035 feeding device allegedly experienced a crack. This report was received from one source. This event involved one male patient, age and weight were not provided. Patient had no reported patient injury.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 006035 feeding device allegedly experienced some time post percutaneous endoscopic gastrostomy (peg) placement, the strap between the feeding adapter and the lid was allegedly torn. It was further reported that the peg was removed and replaced with another peg. This report was received from one source. This event involved one male patient, age and weight were not provided. Patient had no reported patient injury.